Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in emergency room after receiving multiple shocks. Patient was otherwise asymptomatic. Upon review of remote transmission, via merlin.net transmission, inappropriate high voltage therapy was observed for supraventricular tachycardia. Programming changes were recommended. No further information available.